Manufacturer narrative:
Customer wore a new waterproof bandage in the shower and it started burning. She is not able to take it off, when she wets her finger it burns more. She said she can see her cut through the bandage, the pad is no longer there but was there when she put it on. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer wore a new waterproof bandage in the shower and it started burning. She is not able to take it off, when she wets her finger it burns more. She said she can see her cut through the bandage, the pad is no longer there but was there when she put it on.